Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed due to major damage. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). MFR # 3004753838-2024-125315 and 3004753838-2024-125315-01 were reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial and supplemental MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.